Manufacturer narrative:
(B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? Was the initial procedure (B)(6) as reported in system? Can you confirm the product as monocryl plus with dr. (B)(6)? What was the product code and lot number of monocryl plus? What tissue layer was the monocryl plus suture used on? What was the condition of the tissue where suture was used (normal, diseased, weakened)? How was the suture placed (interrupted or continuous)? What date (post op) did the patient present with dehiscence? How much (in cm) open was the incision? Was there any patient predisposing event (cough, fall, etc) prior to dehiscence? What was the date of the second procedure ((B)(6))? Can you describe the appearance of the monocryl plus suture during the second procedure? Was the suture found broken during second procedure? What are the patient age, gender, weight, prior medical conditions? What is the current condition of the patient?

Event description:
It was reported that patient underwent an unknown procedure possibly on (B)(6) 2018 and suture was used. The patient returned to the physician the week of (B)(6) 2018 with wound dehiscence. A second procedure was performed to close the wound. The physician noted there was no infection present and the subcutaneous absorbable suture was present. Additional information was requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Additional information was requested and the following was obtained: procedure name unknown procedure date (B)(4) 2018 product used (monocryl versus monocryl plus) - legacy monocryl might have been used. It appeared the hospital was trailing synthes con sutures and we cannot be sure what suture was used. Product code (B)(4) date of wound dehiscence unknown date of second procedure (B)(4) 2018 can you confirm the product as monocryl? Unknown what was the product code and lot number of monocryl? Unknown what tissue layer was the monocryl suture used on? Skin what was the condition of the tissue where suture was used (normal, diseased, weakened)? Normal how was the suture placed (interrupted or continuous)? Unknown was there any patient predisposing event (cough, fall, etc) prior to dehiscence? Unknown can you confirm the date of the second procedure was (B)(4)? No it was (B)(4) can you describe the appearance of the monocryl suture during the second procedure? It was completely gone was the suture found broken during second procedure? The suture was completely gone, only the vicryl in the deeper layer was still visible. What are the patient age, gender, weight, prior medical conditions? Female, age and prior medical conditions unknown what is the current condition of the patient? The patient has recovered.